Event description:
Customer reports device displayed a key fault condition. Customer was responding to 71 years old male who had a fainting spell. Patient condition was not critical and device was being used to monitor the patient. Service representative was unable to duplicate the reported condition,. A part was replaced as a precautionary measure and proper operation was confirmed.